Event description:
It was reported that patient developed ipg site pain. It was also reported that patient was having difficulty charging the ipg and remote control received an error message of communication failed. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and was fully charged in one cycle, and it was able to communicate to a known good remote control. The visual and functional examination revealed normal characteristics. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that patient developed ipg site pain. It was also reported that patient was having difficulty charging the ipg and remote control received an error message of communication failed. The patient underwent an ipg replacement procedure and was doing well postoperatively.